Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced angina and restenosis was discovered. The target lesion was located in the 1st diagonal with (B)(4) stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a (B)(4) study stent, with (B)(4) residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. A 1320 days post index procedure, the patient presented with angina pectoris and was referred for cardiac catheterization. The in-stent restenosis of the study stent located in the 1st diagonal was treated with balloon angioplasty with (B)(4) residual stenosis. The lesion located in the 1st rpl (non-target vessel) with (B)(4) stenosis was treated with balloon angioplasty and placement of a bare metal stent with (B)(4) residual stenosis. The lesion located in the mid lad (non-target lesion) with (B)(4) stenosis was treated with balloon angioplasty and placement of a bare metal stent with (B)(4) residual stenosis. The lesion located in the distal right coronary artery with (B)(4) stenosis was attempted to be treated with ion stent, but the stent was unable to cross the lesion. This lesion was finally treated with placement of non bsc stent. In addition, the lesion located in the proximal right coronary artery (non-target vessel) with (B)(4) stenosis was treated with balloon angioplasty and placement of a bare metal stent with (B)(4) residual stenosis. The patient was discharged the next day. .

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).